Event description:
Pt underwent primary total knee replacement during 2/90. She did well for about six years., over the last year, the pt complained of recurrent effusions of the operated knee and instability. Radiographic examination of the knee revealed looseness of the femoral component due to bone loss. Examination of the knee revealed multi-direction instability. A "clunking sensation:" was reported by the pt with extremes of flexion. The pt was taken to surgery for revision of the knee. At the time of surgery, it was reported that the femoral component was loose due to bone loss and a problem with the tibial component. Significant synovitis was present within the joint space. The tibial component was noted to be worn and splintering. The femoral and tibial components were removed and replaced. The patellar button was in satisfactory condition.